Manufacturer narrative:
The returned products were thoroughly analyzed. During the analysis, the products were examined visually, electronically, and mechanically. The linox sd 65/16 was destroyed in the returned state. The lead was capped 11 cm and 15.5 cm distal of the is-1 connector pin. Only two proximal parts of the lead were returned for analysis. The distal part, including the shock coil and the tip electrode, were not available for analysis. As mentioned in the clinical complaint, the lead was cut through during the explantation. Aside from the existing cut through the lead, no damage was noted that could be related to the clinical complaint. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors for either the ICD or for the leads.

Event description:
Ous MDR - after an implantation time of about 44 months the associated lead was explanted as a break was suspected. The patient had received inappropriate shocks. The shocks have caused the patient stress. During explantation this lead, that had been implanted previously and had been active but was deactivated on (B)(6) 2011, was also removed. Fragments from the lead were also returned for analysis on(B)(6) 2015. Additional information: this lead was originally capped due to an insulation breach.